Manufacturer narrative:
As reported in the literature article; factors related to insufficient hemostasis using the exoseal vascular closure device with five-minutes compression for femoral artery punctures after neuro-endovascular therapy. A retrospective, single-center experience (2022); one patient had retroperitoneal bleeding without blood transfusion and surgical repair. The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site had none or mild visible calcium/plaque with no vessel tortuosity. No stent was present near the puncture site or vessel stenosis greater than fifty percent (50%) at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. No invasive treatment was provided. Manual compression and bed rest with compression bundle were performed. The device was not available to returned for analysis. A product history record (phr) review could not be conducted as a lot number was not provided. Retroperitoneal hemorrhage (or retroperitoneal hematoma) is a known potential complication after a percutaneous procedure, and is listed in the IFU as such. A retroperitoneal hemorrhage refers to an accumulation of blood found in the retroperitoneal space. This most often occurs due to a back-wall or high stick, but may be worsened with anticoagulant therapy. There are several risk factors associated with bleeding complications, such as advanced age, high or low bmi, comorbidities, vessels that are small in size, vessels scarred from previous surgeries, and vessels with presence of calcium/pad that may cause the patient to be at a higher risk. Additionally, procedural-related factors include procedure type (interventional), puncture site (high sticks, low sticks, back-wall sticks, side sticks and multiple sticks), anticoagulation therapy, gpiib/iiia therapy, and antithrombotic therapy. Standard practice following hospital protocol calls for close observation, assessment and management of patients during recovery after percutaneous procedures. Continuous care and observation of the patient¿s healing process of the puncture site is of outmost importance for early identification of bleeding before it results in retroperitoneal hemorrhage, vascular pseudoaneurysm, or large hemorrhage requiring blood transfusion and/or surgical treatment. Treatment includes pressure applied at the site, ultrasound diagnostics, blood transfusion and surgical repair. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the retroperitoneal bleeding reported. However, patient and procedural factors are likely. Without the return of the device for analysis or procedural films, the reported customer complaint could not be confirmed, and no determination of possible product contributing factors could be made. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The precautions section in the IFU indicates that ¿serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The exoseal vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g., participation in an exoseal closure device training program. The IFU also cautions, ¿do not use the exoseal vcd to close arteriotomies created in areas of calcified plaque or stented segments. Do not use the exoseal vcd to close vessels with multiple punctures or posterior wall puncture.¿ per post procedure patient management, the IFU states, ¿observe that the puncture site is dry when light, non-occlusive pressure is released. Apply an appropriate sterile dressing to the puncture site. Assess the insertion site, as per hospital protocol. Ensure that the site remains clean and dry.¿ without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the manufacturing process of the unit. However, the information available does not suggest a design or manufacturing-related cause for the retroperitoneal event reported. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported in the literature article; factors related to insufficient hemostasis using the exoseal vascular closure device with five-minutes compression for femoral artery punctures after neuro-endovascular therapy. A retrospective, single-center experience (2022) one patient had retroperitoneal bleeding without blood transfusion and surgical repair. The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site had none or mild visible calcium/plaque with no vessel tortuosity. No stent was present near the puncture site or vessel stenosis greater than fifty percent (50%) at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. No invasive treatment was provided. Manual compression and bed rest with compression bundle were performed. The device will not be returned for evaluation.

Manufacturer narrative:
The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Additional information is pending and will be submitted within 30 days upon receipt.